Event description:
The following information was reported to gore through the (B)(6) clinical study. On (B)(6) 2021, the patient underwent endovascular treatment of a thoracic type b aortic dissection, zone 2. Gore® tag® conformable thoracic stent grafts with active control system was implanted in the distal side. Intraoperative aortography showed no specific adverse event. On (B)(6) 2021, contrast-enhanced CT showed that the false lumen proximal to the stent graft was completely thrombosed, but there was residual blood flow from the end of the stent graft to the abdominal aorta. At this point, it was unclear whether the luminal blood flow was due to re-entry flow or new entry tear. On (B)(6) 2022, non-enhanced CT showed an enlarged false-lumen diameter in the same area. So it was diagnosed that the false lumen blood flow was due to new entry tear and decided additional treatment. Treatment details is not reported. Reportedly this event originated from the distal edge of the stent graft, it is considered to be caused by ctagac and its oversizing.

Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore through the ssb11-02 pivotal clinical study. On (B)(6) 2021, the patient underwent endovascular treatment of a thoracic type b aortic dissection, zone 2. Gore® tag® conformable thoracic stent grafts with active control system was implanted in the distal side. Intraoperative aortography showed no specific adverse event. On (B)(6) 2021, contrast-enhanced CT showed that the false lumen proximal to the stent graft was completely thrombosed, but there was residual blood flow from the end of the stent graft to the abdominal aorta. At this point, it was unclear whether the luminal blood flow was due to re-entry flow or new entry tear. On (B)(6) 2022, non-enhanced CT showed an enlarged false-lumen diameter in the same area. So it was diagnosed that the false lumen blood flow was due to new entry tear and decided additional treatment. Treatment details is not reported. Reportedly this event originated from the distal edge of the stent graft, it is considered to be caused by ctagac and its oversizing. Update from april 22, 2022: on (B)(6) 2022: a reintervention was performed. Additional thoracic aortic stent graft was placed. On (B)(6) 2022: the lesion and distal sine closure was confirmed by contrast-enhanced CT.